Event description:
The facility reported a colleague infusion pump with a failure code of 814:01. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:01 was confirmed during product evaluation. The root cause of this condition was assigned to faulty main batteries. The main batteries and battery harness were replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: after further investigation, quality engineering determined the assignable cause to be depleted batteries resulting from user error.